Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient had overdose symptoms. There was no environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated and turned to minimum rate by the ER doctor. The patient was still having overdose symptoms so the pump was emptied and it was discovered there was 1.7ml less than expected. The patient was given narcan. The patient was receiving morphine (25 mg/ml at 5 mg/day) via an implantable pump. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine (unknown concentration at 0.15 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had a pump refill on (B)(6) 2019 and the next day was unresponsive and hospitalized. It was noted that the patient was intubated and started on a narcan drip. Per the caller the patient responded well to the narcan and was extubated. The pump dose was decreased but the patient still required narcan. No further complications have been reported as a result of this event.